Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the cystic duct was clamped, it was found that the clamping effect was not good. Upon checking it was found that the clip was curled and could not be used normally. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.